Manufacturer narrative:
The device was received at normal range of operation with telemetry working appropriately. Functional analysis of device was performed, including output monitoring and capture test, and no issues were noted. Visual inspection of atrial and ventricular channels found that the ventricular set screw was slightly stripped from the top due to multiple attempts in the field to lock the set screws. This is consistent with the incorrect insertion of the torque wrench into the set screw inset by the user. Spring inspection did not find any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The reported event of a loss of capture and damage to the header was not confirmed.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
After the implant procedure, it was noted that there was no capture on the device. During the revision, it was noted that the header of the device was damaged and the right ventricular (rv) lead could not be connected correctly. The device was explanted and replaced. The patient was stable with no adverse consequences.